Event description:
It was reported that the right ventricular (rv) lead had noise, intermittent capture, very irregular impedance patterns and a gradually increasing threshold. A lead fracture could be visualized on x-ray. It was noted that a portion of the lead(tip) and approximately 10-15 cm of the lead "hung up" in the soft tissue during the extraction. The physician elected to suture down the remaining portion instead of fishing it out. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the proximal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached (clavicle-rib crush) and the outer insulation had cosmetic environmental stress cracking.